Event description:
The room was being prepared for surgery when it was discovered that the both side rails on the elite 3500 or bed were loose. Facilities management was contacted and the or bed was repaired. New holes had to be drilled because the original holes were stripped. The left side rail was loose on the 3501b ez slide and was repaired by facilities management.